Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was in the 200 mg/dl range. The customer reverted to manual injections for insulin therapy. Additionally, the customer went to the emergency room (ER). The reason for the ER visit was not provided and it is unknown if related to the malfunction alarm. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.